Event description:
Device issue: loss of vessel access. Time of issue: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel ater an interventional procedure. Reportedly, the vessel locator button was depressed to deploy the locator wings; however, when retracting the device to the vessel wall and before deploying the clip, vessel access was lost. Hemostasis was achieved using manual compression. After the procedure, clip deployment was completed outside the patient anatomy. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.